Event description:
The account stated that during reference testing, the prism hbcore reagent generated a false reactive result of s/co 0.49 on a patient sample. The account stated that the expected result is non-reactive as all other hepatitis b markers were non-reactive. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1a77 that has a similar product distributed in the us, list number 6e66. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Results: (the cause of the discrepant results observed by the customer is unknown). We have completed an evaluation. The kit which caused the unexpected result was an in-house retained kit and this same kit was now used for evaluation of this complaint. The affected kit of lot number 87227hn00 was calibrated and calibration met instrument specifications. The prism release run control values met specifications and were in the typical range. To evaluate analytical specificity, specificity reference panels a and b and a specificity igm reference panel were tested. The reagent kit showed normal performance without false reactive results, far away from the upper specification limit. As part of our evaluation we have reviewed the complaint records for lot number 87227hn00. This review did not identify any problems relating to the customers observation. We do not know the specific reason why the customer experienced this problem but based on our evaluation, we have determined that prism hbcore assay kit, list number 1a77-48, lot number 87227hn00 identified in the customers complaint, is performing acceptably.